Event description:
Customer called on (B)(6) 2012 reporting that the drain for the probe of beckman coulter coulter lh 750 hematology analyzer was broken and could not locate the pieces. Customer was wearing proper personal protective equipment at the time of the event and no injury or exposure was reported. There was no impact to patient results and no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and observed that the rinse cup for the probe had broken at the shaft. Fse replaced the rinse cup and repair was verified as per established procedures. No further evidence of leaking was observed.

Manufacturer narrative:
Results: fse observed that the rinse cup for the probe had broken at the shaft. (B)(4).